Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had quit on the patient before the battery had depleted. The device was replaced with a competitor's product. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.